Event description:
It was reported that during a laparoscopic hysterectomy procedure, the probe was opened and showed an instrument error. It was not reported how the procedure was completed. There were no adverse consequences to the pt reported.

Manufacturer narrative:
(B)(4). Discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be cracked at the discolored (blue). Possible cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Additionally, the device was returned with the tissue pad missing. As the tissue pad was not returned, further eval could not be performed. However, a corrective and preventive action has been initiated to address these issues. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the mfg process.